Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used in initial surgery: anterior cervical disc arthroplasty (acda) removal c5/6 preoperative diagnosis for revision: end stage spondylosis with foraminal stenosis procedure used in revision: anterior cervical discectomy and fusion (acdf) c3-c7 it was reported that the patient underwent an acda at c5-6. Post-op, patient suffered with end stage spondylosis with foraminal stenosis. As a result, patient underwent an acdf with extension from c3-7. Revision surgery had no issues and went as planned.

Manufacturer narrative:
Product analysis received from third party: evidence of macroscopic wear was found on both components primarily localized to the wear scar region of both articulating surfaces. The superior and inferior components had wear patterns consistent with impingement. The components also had evidence of iatrogenic damage. The observations of bio-films on the end plates represent a finding and is typically observed on these type of explants. Biofilms are commonly observed on metal-on-metal hip replacement components, although such implants are manufactured from a different alloy. Based on these observations, and the short implantation time, further analysis (sem and micro CT analysis) is not expected to further the understanding of how the cervical disc replacement performs clinically. If information is provided in the future, a supplemental report will be issued.